Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a hysterectomy and a sling procedure in 2001. After the procedure, the pt had urine in the foley catheter bag and the pt received two units of blood due to hemoglobin of 6.2. The pt experienced pain in the abdomen and with urination, and sharp shooting vaginal pains at random times. During 2002, the pt saw a urologist who performed a cystoscopy and found ten cm of sling mesh in the bladder. In 2005, a procedure was performed to remove as much of the mesh as possible. The pt continues to have health problems. The pt has been diagnosed with chronic fatigue syndrome, and continues to have bladder problems with stress urinary incontinence as well as random pains in the abdomen and vagina.